Manufacturer narrative:
Argus case (B)(4).

Event description:
I used way less the next day and it was just as bad, choking on it [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number unk, expiry date unknown) for denture wearer. Concomitant products included no therapy. On (B)(6) 2020, the patient started poligrip cushion comfort. On (B)(6) 2020, 15 min after starting poligrip cushion comfort, the patient experienced choking (serious criteria gsk medically significant). The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking was unknown. The reporter considered the choking to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative on (B)(6) 2020. The consumer reported "I got this new tube of poligrp, its the works stuff I had in mouth. It was all over the interior of my mouth, it was holding all right, it took e 15 minutes to get it from the inside, I'm not using it again no way. I used way less the next day and it was just as bad, choking on it, can not get it out start 2 days ago, adverse event, same day 15 minutes after I put it on".